Event description:
A talent stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that prior to implant the patient presented with an inflamed aorta and a 7-8 cm diameter aneurysm. Initially it was thought the aneurysm had ruptured. A non contrast study was performed and confirmed the aneurysm was not ruptured and the patient was stable. The decision was made to treat the patient with talent stent graft system. A 24 fr dilator was inserted through the moderately tortuous and moderately calcified femoral artery; however, when the talent device was introduced, the blood pressure dropped and the iliac artery was found to have torn. The bleeding was controlled with retroperitoneal cut downs one at the flank and one above the pelvis in order to access the common iliac artery. Vessel loops were applied, and the same delivery system was inserted through the femoral artery and successfully deployed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: arterial trauma/dissection/perforation. Moderately tortuous and moderately calcified arteries.